Event description:
It was reported that: the ventilator changed ventilation modes from pressure controlled ventilation plus assist to pressure support without user interaction. It could not be clarified if the pt remained on the device. It was reported that there was no pt injury.